Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds and no capture. It was discovered that the lead had dislodged. It was also noted that the device reached possible premature battery depletion due to the high left ventricular thresholds. The device was explanted and replaced. The lead was explanted and replaced with a fixation lead due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.